Event description:
At about 1 year from the primary surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the femoral component, tibial tray and insert. The new implants will be used as a temporary antibiotic spacer and the patient will have permanent hardware implanted at a later date. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 1904614: 73 items manufactured and released on 08-oct-2019. Expiration date: 2024-09-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no other similar reported case during the period of review. Additional devices involved: batch reviews performed on (B)(6) 2022: gmk-sphere 02.12.0411fr tibial insert fixed sphere flex size 4/11 mm r (k140826) lot 176179: 25 items manufactured and released on 17-jan-2018. Expiration date: 2023-01-07. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no other similar reported case during the period of review. Gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot 1907917: 104 items manufactured and released on 11-nov-2019. Expiration date: 2024-10-27. No anomalies found related to the problem. To date, 100 items of the same lot have been sold with no other similar reported case during the period of review.